Event description:
It was reported that the patient was experiencing overstimulation and abdominal pain whenever the stimulation was turned on. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 20593493.

Event description:
It was reported that the patient was experiencing pain and over stimulation caused by ipg. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned. Additional information received that the explanted devices were discarded per facility protocol.